Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: UDI number and g5 are unavailable.

Event description:
It was reported that the pump exhibited a false alarm for a disconnected cassette. No patient injury was reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a broken rear housing. The tamper seal was not broken. Review of the event history log (ehl) showed a "no disposable." After connecting a disposable, the device alarmed "no disposable" and the reported issue was duplicated. The cause of the reported issue was due a faulty dso sensor. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.